Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the lap scissors caused arch and burned patient ureterus. Although there was patient involvement, the procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection: dents and scratches observed in the middle and at the distal end of the insulation. Also, the device was received with the insert connected. Burnt/melted insulation observed at the distal end as well. IFU states: "before use, ensure that there are no breaks, chips, cracks, scratches, tears, or missing/loose components on the shaft insulation, handle, or housing. Do not use the instrument if any of these defects are present as this could cause unintended electrosurgical burns and life threatening complications. If damage has occurred, discontinue use and return the instrument for repair or replacement." Functional inspection: the insulation was tested with an insulscan device. The insulation failed the insulscan test at the distal end where the melting was found. The probable root causes for the reported failure involving this device could be due to improper sterilization methods, rapid cooling after sterilization, or contact with metal tray during sterilization.

Event description:
It was reported that the lap scissors caused arch and burned patient uterus. Although there was patient involvement, the procedure was completed successfully.